Event description:
The customer states a patient sample resulted antibody screen negative on the ortho provue and weak 1+ in manual gel. Incorrect results were reported. There was no harm to any patient. On (B)(6) 2012 the customer retested the same sample for troubleshooting purpose to confirm false negative issue. The ortho provue again resulted negative.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the picture from the log file and compared them with the cards. The fe found the camera was fine and the gripper was aligned properly. The fe states visio value is 117 within specifications. The fe sent a copy of the log files, traceability folder, and reference card image to second level support for investigation. As per cts second level support - investigation of the log files shows that the provue is operating as expected. There were no error codes during processing and the images that were available from repeat testing were read correctly by the provue. (B)(4).